Event description:
Per the clinic, the patient experienced a ticking sound in the implanted ear (when sound processor is off) which was treated with oral antibiotics. The implanted device remains.

Manufacturer narrative:
The patient was also treated with steroids (specific type, date and duration not reported).